Event description:
Review of the manufacturer¿s vns programming history database, it was observed that a partial programming event occurred on (B)(6) 2008 which changed the output currents to 0ma, which was unintended. A final interrogation was not performed, and the settings were not corrected on this visit. Upon initial interrogation on the subsequent available history on (B)(6) 2012, the off-time was set to 60min which is indicative of a faulted system diagnostic test occurring likely sometime between (B)(6) 2008 and (B)(6) 2012. The settings were not corrected from the partial programming event and faulted system diagnostic test until (B)(6) 2012. The magnet pulse width upon initial interrogation on (B)(6) 2012 was at 250 usec which is normally not indicative of a faulted system diagnostic test, so it is possible the settings were intentionally programmed to these parameters, as there is missing history from (B)(6) 2008 to (B)(6) 2012. The programs on (B)(6) 2008 and (B)(6) 2012 were different. Manufacturer labeling indicates to perform final interrogations prior to patients leaving the clinic to ensure the patients¿ settings are at intended parameters. No patient adverse events were reported.

Event description:
Manufacturer report # 1644487-2013-01973 captures the partial programming event on (B)(6)2008. This report captures the programming anomaly from a likely faulted system diagnostic test on an unknown date. Since there is missing programming history between (B)(6) 2008 and (B)(6) 2012, the event date of (B)(6) 2012 (date the unintended settings were first found upon initial interrogation with available history) was used.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
(B)(4).